Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that after she used her transcutaneous electrical nerve stimulation (tens) unit, she noticed that her stimulation felt stronger. This had been since implant on (B)(6) 2015. The patient was indicated for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.